Event description:
The customer reported that the pt presented wityh extensive cellulitis in the right groin on march 16, 1999 and was admitted to the hosp. The pt was treated with IV antibiotics for four days. The pt continued to have problems and was sent to an infectious disease dr. Treatment and status of pt is unknown after this point as the physician had no further follow-up with the pt. The physician found out that the pt had returned to hosp (where the catheterization procedure was originally performed) with pain in the groin. An ultrasound revealed the vasoseal vhd sheath in the groin, which was subsequently removed surgically. No further complications were reported.